Event description:
The following information was provided by the initial reporter: material # 515056 batch # 2507302 it was reported via email: issue description: phaseal is coming disconnected from primary IV line. The injector and connector stay engaged but the connector becomes disconnected from the IV tubing. Recommendation: better attachment mechanism. Bd rep to provide additional education. Per additional follow up with the customer 30apr2026: I was able to connect with the customer that reported pr (B)(4) on a call this afternoon to clarify the information reported and collect the details needed for the questions I outlined on the communication below. The sales rep was also able to join us on this call, and we believe these failures may be related to education, she has not been able to visit the customer on site since last august but is planning to visit them in june to provide on site support. 1) will you confirm the date of this event is 3/20/2026? - correct. 2) was there any patient harm, caregiver injury, complication, or negative outcome resulting from this event? -no. 3) will you confirm the impacted product for this event? The injector material and lot number were provided however the report notes the connector became disconnected, will you provide the material and lot number for the impacted connector? -impacting product is the injector-515056, lot 2507302. 3) does the primary ivf line that disconnected belong to bd? If yes, please confirm the material. Yes, bd material (B)(4). 4) to confirm- are unused representative samples from the impacted lot available to return for investigation? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.